Manufacturer narrative:
E1 phone number: (B)(6). No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the leak was described to be within the plastic container of the cassette. The leak was coming from the sterile "balloon-like" container that is inside the plastic container. There was no patient involvement.